Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl at the time of incident and current blood glucose was 439 mg/dl. Customer¿s different blood glucose was 160 mg/dl, 135 mg/dl, 99 mg/dl and over 500 mg/dl. Customer reported that the symptoms related high blood glucose level that she was ok. Customer was treated with manual injection and shot. Customer stated that insulin pump was stopped working. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was received to perform high pressure test to confirm insulin pump can detect an occlusion. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.